Event description:
It was reported that the patient experienced a shocking or jolting sensation. The event occurred while the patient was sitting in a chair with the remote in the other room. The patient felt like he was being electrocuted with pain going through his body and extremities. The patient was able to lower his voltage. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2008. Product type: lead: product ID 37742, serial# (B)(4). Product type: programmer, patient: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension. (B)(4).